Event description:
It was reported the patient received the following results within 15 minutes: 178 mg/dl, 280 mg/dl, 119 mg/dl.

Event description:
It was reported the patient received the following results within 15 minutes: 178 mg/dl, 280 mg/dl, 119 mg/dl.